Manufacturer narrative:
The device was returned for investigation and received by essential medical. The device and collagen pieces were decontaminated then visually inspected for non-conformance's. No non-conformities of the device were identified. The pieces were determined to be collagen. Due to the collagen being in pieces and fully saturated with blood, it is impossible to tell if the collagen was damaged during the manufacturing process potentially causing the collagen to be weakened or if damage occurred during the procedure. Consequently, weakened collagen may not be able to withstand expected deployment forces. The IFU was reviewed and confirmed to list failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The device history record was reviewed and confirmed no non-conformities.

Manufacturer narrative:
An investigation has been opened and currently remains in process to review the returned device, device history record, and risk documentation for this incident.

Event description:
A tavr procedure was performed on (B)(6) 2019. It was reported that there was hemostasis after deployment of manta 18f, but when the guidewire was removed there was a small amount of pulsatile bleeding. Collagen was seen outside the patient following the removal of the guidewire. The physician sutured the manta suture to surrounding subcutaneous tissue to ensure it was secure, and that the toggle did not migrate. An angiogram confirmed a successful closure.